Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted during testing. The device had cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer stated she tried to change the battery but still got button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.